Event description:
During a routine shift check by a clinician, the device made a popping sound, and sparks were seen from the display upon discharge. Complainant indicated that there was no pt involvement in the reported malfunction.